Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had an e116 error reported. The issue was found during the therapeutic laparoscopic surgery which had no delay and was completed with a similar device. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was not returned to olympus. The customer canceled the repair and said the device was used normally. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.